Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Investigation summary: the complaint device is not being returned, it was discarded, therefore unavailable for a physical evaluation. However, a photo was provided. Upon visual inspection of the photo, it appeared that the suture was damaged and broken. This complaint can be confirmed. A manufacturing record evaluation was performed for the finished device lot number: 8l84172, and no nonconformances were identified. The photo does not provide enough evidence to determine root cause. Physical evaluation should provide more information to discern a possible root cause. It is possible that an instrument used in the procedure caused fraying on the suture and broken. Moreover, excessive tension on the suture could have resulted cutting the suture. As per IFU, use caution when tensioning the suture. Over tensioning may cause suture or implant breakage. Also, when pull the free suture leg with continuous force and a smooth motion; it is important to minimize any starts and stops for optimal tensioning results. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by a healthcare professional in china that during a meniscal repair procedure on (B)(6) 2023, it was observed that the suture on the lupine loop rapide anchor w/orthocord ds device broke after the firing was completed. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.